Event description:
It is reported that the articular surface provisional shim is missing one of two ball bearings.

Manufacturer narrative:
This report will be amended when our investigation is complete.